Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. They were unable to verify the low battery alarm due to the blank display. The pump had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he received a replacement battery cap for low batteries and now has a blank display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.